Event description:
It was reported that the patient presented for a left ventricular (lv) lead revision due to a failure to capture. Upon examination, it was noted that the patient's left ventricular (lv) lead dislodged and exhibited far p oversensing. The lv lead was explanted and successfully replaced. The patient remained stable.